Manufacturer narrative:
This supplemental report is being submitted to provide information from the device evaluation, third-party culture testing, and the legal manufacturer¿s further investigation findings. The device was evaluated by olympus and no abnormalities were observed that could have led to the positive culture/patient adverse event. Olympus sent the subject device for third-party culture testing, and the following results were noted: sampling date: on (B)(6) 2024 sampling from: distal end - forceps elevator cfu: unknown bacterial identification: streptococcus infantis, staphylococcus epidermidis, staphylococcus hominis sampling from: biopsy ch/suction ch cfu: unknown bacterial identification: bacillus pumilus, bacillus safensis, staphylococcus epidermidis, bacillus mojavensis based on the results of the further investigation, a relationship between the subject device and the positive culture test could not be identified. Furthermore, the following expert opinion was determined by olympus: when an array of bacterial contaminants is present, it is indicative of poor reprocessing and user handling. This species of bacillus is a classic sign of contamination from transport or storage; while staphylococcus can be a skin-indicator, as it is grouped with numerous species of its own genus plus streptococcus. It is likely patient residue. The condition of the scope does not appear to have contributed to typical contamination. Also, the visual inspection of the device showed evidence of a film of some substance (pointing to possible poor reprocessing). It remains unclear whether the endoscope was the source of patient infection due to insufficient patient information. However, although olympus (s&c) detected microorganisms, it does not determine a relationship to the patient infection. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. An update has been made to h3. Also, information has been added to h6. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that multiple patients had septic outcomes when using an evis exera iii duodenovideoscope for an endoscopic retrograde cholangiopancreatography (ercp). The therapeutic procedure was completed with the same device. Additional information regarding treatment/medical intervention was requested but not available at this time. This report is linked to patient identifiers: (B)(6).

Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has been submitted by the importer under this MDR report number 2429304-2023-00371.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out (updated b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus was not able to judge relation between the subject device and the event from the following investigation results. The root cause of the phenomenon could not be identified. The event can be prevented by following the instructions for use which state: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Event description:
The user reported that a positive in culture test was not confirmed.